Event description:
It was reported that the charging port area of the customer's pump was cracking, causing issues with charging, and the screen was scratched with wear and tear on the pump body. There was no adverse impact to the customer's blood glucose level. The customer was in the process of renewing her pump, and tandem customer technical support was asked to follow up regarding the issues.